Event description:
N/a.

Manufacturer narrative:
The cusa clarity handpiece was received for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The clarity handpiece exploded and was out of specification. Root cause - overheating due to errant operation on the table.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A distributor reported that the connection and testing were followed according to the guidelines by a facility, after which they used the cusa clarity handpiece (c7023) for 30 seconds to cut bone for a lumbar discectomy surgery. They then left the handpiece on the table, in order to use it again later, but with no warning or any strange noise, the handpiece ''exploded'', and a little smoke came out and it was really hot. The bone tip was horizontal to the tissue; however, there was no harm to the operating room staff or the patient, or any further problems. No delay in surgery was reported.